Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Nurse called to test the insulin pump. Customer is hospitalized due to high blood glucose. The current blood glucose reading is 600 mg/dl. Diagnosed diabetes ketoacidosis. Customer was mentally confused and could not walk. Hospital treated with with insulin on sliding scale. During troubleshooting, the time is incorrect. Assisted customer with correcting time. The basal rates are correct. High pressure test passed. Nothing further reported.